Event description:
The patient stated that on july 7th around 5 p.m. In the afternoon the patient was taken to the hospital. The patient stated the hospital staff took his blood sugar and it was 31 when his normal blood sugar is between 110-121. The patient stated he felt nervousness and disorientation. The patient stated he was discharged about 4 hours later. The patient stated his doctor is switching him from the vgo 30 to the vgo 20. The device was disposed in the emergency room.